Event description:
It was reported that insulin pump experienced malfunction with code displayed as malf 0, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer turned pump off, switched to multiple daily injections as backup insulin therapy, and agreed to return affected pump using prepaid label, while tandem technical support arranged replacement pump, confirmed shipping address, provided instructions for storage mode, and advised customer to reprogram pump settings and reconnect continuous glucose monitor to replacement device.